Event description:
It was reported that this pt was revised following a fracture of their exeter stem. It is further reported that the pt had jumped from the back of a lorry when they felt a crack in their hip.